Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg); value not provided. Reportedly, the customer¿s healthcare provider adjusted the basal rate settings and due to the customer being a brittle diabetic, the customer experienced a low. The customer drank and ate fast acting carbohydrates along with taking glucagon. Additionally, the contact provided assistance due to the customer¿s vision becoming ¿black¿. Recommendation was made to consult with healthcare provider regarding diabetes management.